Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 7.5 centimeters (cm) from the terminal end. Only the proximal segment was returned. The insulation damage allegation was confirmed as based on the observation of a torn-apart terminal boot 2.8 centimeters (cm) from terminal pin, at point where it exited the header. However, conductors were not exposed since ethylene tetrafluoroethylene coating or insulation was still intact on the conductors. The conductor damage allegation was not confirmed as based on a passing continuity tests, indicating conductors were intact. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead had physical damage on the insulation. Additional information obtained from the field which indicated that when the physician removed the device from the pocket, a clean break in the insulation occurred and conductors were exposed. This was before the lead was removed from the header. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had physical damage on the insulation. Additional information obtained from the field which indicated that when the physician removed the device from the pocket, a clean break in the insulation occurred and conductors were exposed. This was before the lead was removed from the header. The lead was surgically abandoned. No additional adverse patient effects were reported.